Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair procedure on (B)(6) 2011 and straps were used to fixate the mesh. The patient presented with symptoms of a bowel obstruction eleven days following the initial procedure. A second ileum hernia appeared on the first hernia surgery site next to the mesh location. The patient underwent a second procedure thirteen days after the initial for exploration of the abdomen and a section of adhesions. During the second procedure, the mesh was found to be in place with inflammation tissue. The mesh was not removed. The physician opined the cause of the event was adhesions between the bowels and mesh. Currently, the patient has a normal way of life.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Device (B)(4) - recurrent hernia . Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00807. The same patient is represented in each medwatch.